Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for 4 days for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics, oral and intraperitoneally (dose and frequency not reported). Pd therapy was ongoing. The patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13d19106 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.